Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that while using the sample in the anesthesiology department, there was no waveform being displayed with 2 products. The waveform could only be seen after replacing them with new ones. There was patient involvement and no harm/adverse event reported.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: two samples were returned for evaluation. A visual inspection found that the electrical board was burned on one device and also exhibited board detachment condition. The second sample, the solder was observed to be correctly applied. During the functional testing, the complaint was confirmed for the failure mode ¿there was no waveform being displayed.¿ through the device analysis executed on the returned samples it was observed that devices failed the electrical test. The device history record was reviewed and it was confirmed that no non-conformities were reported during production.